Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors "quit working again and wouldn't cut." A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Failure analysis performed in 01/2004 shows that the scissors would not open to cut and cauterize due to broken scissors shaft. This is a reportable malfunction.